Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2011 4:30 for a high blood glucose level of 27 mmol/l. The customer experienced diabetic ketoacidosis. The customer was assisted with troubles shooting but did not have a tubing clamp so one was sent to the customer and was advised to call back to finish trouble shooting once they received the tubing clamp. No further information was provided.